Event description:
Fluoroscopy revealed right arm port with fracture of the catheter approx 2cm distal from the hub. Catheter had migrated into the pulmonary artery. Successful retrieval of catheter and removal of hub.